Manufacturer narrative:
Model number/catalog number: 72400023, serial number: n/a, batch/lot number: 1100841471, model/catalog description: balloon fgs 51-60 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404131, serial number: n/a, batch/lot number: 1100803720, model/catalog description: cuff, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced pain and developed a postoperative hematoma, reportedly associated with anticoagulant use. The hematoma displaced the pump toward the perineum, resulting in migration from its original scrotal position. As a result, the pump was explanted and replaced. The device was evaluated via cystoscopy. No further patient complications were reported.